Manufacturer narrative:
A patient's scs was off was reported to abbott. The rep confirmed therapy was off and wasn't able to get MRI's due to the leads. The patient stated pain around the ipg site. The rep reprogrammed and will consult with the physician. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. Surgical intervention took place where in the system was explanted.